Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has to prime more than once. The customer¿s blood glucose level was unknown. The customer also reported cracks on battery cap, insulin pump has rejected new batteries and did not give her a low battery warning. The device will not be returned for analysis.